Event description:
Lasik model zlu225, sn (B)(4) left halos in my vision I gave them the year and reported no change then another year again no change. Makes it impossible to drive at night. Or use the computer. The tv also has halos coming off it. I have had continual halos since the lasic model zlu150, sn (B)(4), I waited the year and went in to ask for help and they said it will "go away, stay the same or get worse".